Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no sensing was observed on the right atrial (ra) lead due to dislodgement. Ra lead dislodgement was confirmed by diagnostic imaging. The issue was resolved by capping and replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.